Event description:
It was reported that during patient use, a ventilator was unresponsive. The patient was removed from the ventilator and placed on an alternate device. There was no change in patient therapy or harm to the patient. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The medtronic field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced both the keyboard and graphic user interface (gui) latch, which resolved the reported issue.